Manufacturer narrative:
Additional information: h11: the device history record (DHR) review was completed and revealed no findings that could have directly contributed to the current complaint. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed volumetric test with saline solution. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.